Event description:
During the procedure, the palmaz genesis stent delivery system could not be advanced through the cordis guiding catheter. The physician changed another sds to complete the procedure with the same guide catheter. The product was returned for evaluation and preliminary analysis states that the stent had shifted down shaft of genesis when the device was received. The patient is an (B)(6) old female. The target lesion was located infraclavicular which was totally occluded. There was no difficulty flushing the device with saline. There was no difficulty advancing a guidewire through the guidecatheter. Access was made in the femoral artery. The guidecatheter was not kinked or bent. The guidecatheter did not have to pass through any acute bends or curves in the vessel. When the device could not pass through the guidecatheter, it was safely removed and another sds was used with the same guidecatheter and the lesion was successfully treated. There was no reported injury to the patient. Multiple attempts to gather additional information were attempted regarding the dislodged stent, but attempts have been unsuccessful.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a stenting procedure, a palmaz genesis stent delivery system could not be advanced through the cordis guiding catheter. The physician changed another sds to complete the procedure with the same guide catheter. There was no reported injury to the patient. The target lesion was located infraclavicular which was totally occluded. There was no difficulty flushing the device with saline. There was no difficulty advancing a guidewire through the guide catheter. Access was made in the femoral artery. The guide catheter was not kinked or bent. The guide catheter did not have to pass through any acute bends or curves in the vessel. When the device could not pass through the guide catheter, it was safely removed and another sds was used with the same guide catheter and the lesion was successfully treated. The product was returned for evaluation and preliminary analysis states that the stent had shifted down shaft of genesis when the device was received. One non sterile optra pro 9.0mm x 2.3cm 135.0cm was received coiled inside a plastic bag. The balloon was received deflated and appeared to have been inflated. Stent marks were observed in the balloon. The stent was received mounted on the catheter. The stent was partially deployed. Inflation medium residues were observed in the returned device. No other anomalies were observed in the returned device. Dimensional analysis for od proximal seal could be performed and the od proximal seal was found within dimensional specification with a measure of 2.0mm. In addition, an attempt to perform insertion/withdrawal test was done with opta pro device and lab. Sample of csi avanti 6f no resistance was felt during the test. Negative pressure was applied to the balloon with an in deflator. The stent could not pass through the csi due to the stent was received partially deployed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported ¿pta system impeded¿ was confirmed during pta/csi insertion test; since the stent was deployed. Stent marks were observed in the balloon and the stent could not cross through the csi during functional test due to condition as received. Controls are in place to prevent defective od proximal seal out of specification. Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. The reported ¿pta system impeded¿ and ¿stent dislodged¿ were confirmed through analysis of the returned device. The sds was received partially inflated and the stent partially deployed; however, based on the information available for review, it is not possible to determine what factors may have contributed to this condition of the sds. Analysis notes stent marks on the balloon indicating that the stent was crimped onto the balloon. Neither the information available, the DHR nor the analysis suggests that the reported issue could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken.